Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 336 mg/dl. The customer blood glucose at time of incident was 500mg/dl and customer¿s current blood glucose was 336 mg/dl. The customer advised to change entire set, reservoir and insulin and treat per hcp's instructions. The customer was assisted with troubleshooting. The product was not returned for analysis.